Event description:
It was reported that readings of >4000 ohms were measured on some of the bipolar pairs. During surgery, it was attempted three times to correct the high impedance by removing the lead, wiping it off and reinserting it. A new implantable neurostimulator (ins) was opened and all impedances were normal once the voltage was increased for the impedance check. The pt was fine.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of ipg model 3058 serial# (B)(4) showed no significant anomalies. It was determined that there was foreign material in the ins connector port. The connector port was cleaned out prior to performing analysis tests. Analysis determined that the ins was functionally okay and a good stable output was observed on all electrode pairs referenced to the case. No issues were noted when pressing on the ins can. A non-standard impedance test was performed to address the complaint related to impedance readings. A known good lead was connected to the returned ins. The lead and ins were submerged in 0.9% saline solution. Impedances were measured with a physician programmer. There was good impedance on every electrode pair.

Event description:
Additional information stated that during surgery, impedances were high on electrode pairs c+0, 1+0, 2+0 and 3+0. The health care provider tried to reinsert lead numerous times and tried turning up amplitude to 2.5 v but still got high impedance readings. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional information received reported that high impedances were always seen on pairs c<(>&<)>0, 0<(>&<)>1, 0<(>&<)>2 and 0<(>&<)>3, and sometimes on other pairs. The amplitude was turned up to 2.5volts and the high impedances were still seen. Good responses were seen on the lead before the battery was placed, and placement was tried several times, including taking the battery out and trying again. It was reported that there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.